Event description:
It was reported that during a da vinci-assisted surgical procedure, sureform stapler load would not sit in stapler correctly. Per customer, it looked like something was jammed causing it to not seat correctly. When placed in robotic port, robot said cord was loaded incorrectly and would not be able to fire. The customer changed cords and problem persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler instrument was analyzed, and the instrument logs were reviewed and confirmed the system failed to detect a valid reload on all 5 installs of the instrument in the field. A reload was unable to be loaded into the channel of the jaws for functional testing, so the reload recognition failures were unable to be replicated but confirmed via log review. The instrument was found to have a lodge component in one side of the jaws. An attempted was made to remove the lodged component and the material was unable to be dislodged. Clamping and firing the reloads was unable to be performed due to the jammed/lodged component. The lodged component was found to be a switch. Evidence indicates the switch component was likely dislodged during reload installation and became lodged in the jaws of the instrument. Switch dislodgement suggests a sharp angle of reload insertion into the instrument channel, which may have allowed the reload tail to interact with components at the back of the channel, bending and pulling the switch from the tail during attempts to seat the reload while misaligned. The dislodged switch then became lodged in the instrument, preventing seating of a new reload and ultimately preventing use of the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to a lodged switch in the jaws of the instrument, which can occur if there is a sharp angle of reload insertion during reload installation. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue due to the lodged component.